Event description:
It was reported that right ventricular (rv) lead exhibited dislodgement and no capture. Dislodgement was seen on x-ray. The lead was explanted and replaced. The patient is in stable condition.